Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention on an unknown date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.